Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a power cord retainer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned by baxter, and evaluated. The reported condition was confirmed. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was determined to be a damaged power cord retainer. To correct this condition, the power cord retainer was replaced. If any additional information is received, a follow-up will be sent.